Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial biopsy procedure. It was reported that the camera stopped tracking the needle during the biopsy. The system tracked the biopsy needle during insertion according to the surgical plan and suddenly stopped tracking while inside the tumor. The surgeon tried to switch back to the vertek probe without being seen by the camera as well. There was no indication of camera disconnection. Navigation was aborted. There was a delay of less than one hour and no impact to the patient.